Event description:
Serious pain; affected bowel. Prolene mesh used in colorectal surgery. Will be removed in (B)(6). Mesh can't be seen on tests so it took over four years to discover issue to include hernia caused by infection and mesh from hernia. I can't get the log info but am having it removed. (B)(6) clinic said if I ask for log info one more time I would not be allowed to be seen there. I have the letter of proof. Hernia mesh caused extreme cramping, abdominal pain, mobility issues and mayo clinic will not provide the log number.